Manufacturer narrative:
This is one event for the same pt involving two separate products. Additional info has been requested and will be submitted upon receipt according. (B)(4).

Event description:
The plaintiff's attorney alleged that the pt experienced a cardiac event and subsequently expired, which is alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.